Event description:
Reported by pt's wife as recurrent infections. Follow up findings per dr's office, infection possibly caused by sterility of product or poor or technique.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Band infection is a surgical/physiological complication, and analysis of device generally does not assist inamed in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated.